Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 16.8.4. The customer experienced an expected low glucose alarms and experienced a loss of consciousness. However, the customer was able to self-treat with some food and no third-party treatment was reported. Adc attempted to contact the customer for additional information but was unsuccessful therefore, no further information was obtained due to the lack of contact information of the customer regarding additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer's reported for unexpected low glucose alarm. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 16.8.4. The customer experienced an expected low glucose alarms and experienced a loss of consciousness. However, the customer was able to self-treat with some food and no third-party treatment was reported. Adc attempted to contact the customer for additional information but was unsuccessful therefore, no further information was obtained due to the lack of contact information of the customer regarding additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for unexpected low glucose alarm. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the device model, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 16.8.4. The customer experienced an expected low glucose alarms and experienced a loss of consciousness. However, the customer was able to self-treat with some food and no third-party treatment was reported. Adc attempted to contact the customer for additional information but was unsuccessful therefore, no further information was obtained due to the lack of contact information of the customer regarding additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.